Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The transeptal puncture was performed with the faradrive sheath and the dilator and guidewire were retrieved from the patient afterwards. When purging the sheath, bubbles remained due to the hemostatic valve not being hermetic. The sheath was purged several times, but there were always bubbles present. Fluid was also leaking from the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.